Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ litigation papers were received. Papers allege patient suffers from pain and elevated ion levels of chromium and cobalt. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. Update 4/19/2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. Corrected name. Additionally, the right hip was already reported in a separate complaint (duplicates rejected). The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Correction 6/21/2012 - the cup (product 1) was rejected in error and has been restored. Follow-up emdr was sent. Update: 11/23/2016 ¿ the sales rep has reported the revision surgery. Patient was revised to exchange asr products.